Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. Medical records and product identifiers have not been provided. Additional information has been requested. Without a lot number, a review of the manufacturing records could not be conducted. Adhesions is a known inherent risk of surgery and is listed in the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent the repair of an incisional hernia and was implanted with a bard/davol composix kugel herina patch. Ni/ni/ni - following implant, the patient began experiencing severe abdominal pain which was found to be the result of the mesh being adhered to the patient's small bowel, requiring surgical removal of the mesh. The attorney's report alleges that the patient was seriously and permanently injured.